Event description:
It was reported by service report that the scale was inaccurate due to a malfunctioned load cell. No patient involvement, adverse consequences, or clinically relevant delays in treatment were reported.